Event description:
It was reported that a 6mm powerflex pro pta catheter could not be retracted through a 5f vista brite tip sheath introducer. There was no report of patient injury.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6mm powerflex pro pta balloon catheter (bc) could not be retracted through a 5f vista brite tip sheath introducer. The device was stored and prepped according to the instructions for use (IFU). The catheter was able to be removed together with the sheath. There was no report of patient injury. There are no further details available. The device was not returned for analysis. (B)(4)- a device history record (DHR) review of lot 17015179 revealed no anomalies or non-conformances that can be associated with the reported event. (B)(4) - a device history record (DHR) review of lot 17098703 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿withdrawal difficulty-through guide/sheath¿ or ¿resistance/friction-inner lumen¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. It is unknown whether patient characteristics or operator technique may have contributed to the reported event as no other information was available. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information: the device was stored and prepped according to the IFU. The catheter was able to be removed together with the sheath. There was no report of patient injury. There are no further details available.

Manufacturer narrative:
Included "date reviewed by manufacturer" as date additional information was received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). It is unknown yet whether the device will be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.